Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. C21 - the device was received by manufactory and under evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6), 2024, a patient was to be implanted with gore® excluder® aaa endoprosthesis (excluder device) during endovascular surgery to treat abdominal artery aneurysm. The excluder device was advanced to target lesion. After the physician pulled out the first deployment line completely, the trunk wasn't expanded under dsa. Then the physician removed backup deployment mechanism. It was found that first deployment line was completely removed, and the excluder device still constrained without any expansion. Then the device was removed out of patient. Another rlt261412 was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - the reported deployment failure with a broken deployment line was confirmed through evaluation of the provided clinical items. The videos provided show the device inserted and withdrawn fully constrained under clinical imaging, and the video of the device handle outside shows the primary deployment line has been pulled from the device. Engineering evaluation of the returned device confirmed the primary deployment line had been pulled, the endoprosthesis remained fully constrained and the deployment line broke at the at the endoprosthesis. The remaining primary deployment line was pulled, and the sleeve continued to unlace as expected. The cause for the failure to deploy and broken deployment line could not be established with the available information.